Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb.in addition, our technician confirmed that the segment broken, the lcb distal cover glass broken, the insertion flexible tube buckled, the suction channel buckled, the angle wire play, the electrical pin connector corroded, the nozzle gluing missing, the remote control buttons leak, the junction case leak, the objective lens scratched, the root brace rubber (lg control body) disinfections damage, the distal body worn out, and the light guide cable worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure.there was no report of patient harm.video image failure(fluid damage)